Event description:
It was observed during the evaluation that the bronchovideoscope exhibited corrosion on electronic connector and the image was blurry. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the blurry image was corrosion of the electrical connector due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.